Manufacturer narrative:
In addition, the patient had temporary paralysis on left side of his body. Is not clear the sequence of the steps taken, however, eventually the sds could cross the lesion and the stent was successfully deployed at the target site. It was also noted that the sds was pull harder than usual to retrieve. Post dilatation was carried out and enough blood flow was obtained. The spasm, slow blood flow and paralysis were temporary events and these events were fully recovered without sequel. Procedure was completed successfully without adverse consequence to the patient and patient is in stable condition. This product will not return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty procedure to the internal carotid artery, the patient developed spasm with slow blood flow and temporary paralysis on the left side of his body. The vessel was tortuous and the target lesion was described as heavily stenotic. The percentage of stenosis is unknown and the lesion was not predilated. Anomalies were not seen during inspection and preparation of device and the product was used following the instruction for use (IFU). An embolic protection device was advanced, deployed and retrieved without incident. Direct stenting continued with the precise stent delivery system (sds) advancing towards the lesion; however, it was noted that the lesion was tighter than expected. Subsequently, the sds could not cross the lesion becoming stuck at the site due to the stenosis. Thereafter, a long sheath (unk manufacturer) was introduced to obtain better back up for the sds to be delivered. However, the long sheath's stiff body straightened the proximal section of the vessel causing the distal vessel to be tortuous and subsequently spasm and slow blood flow occurred.